Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the catheter was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was one 5fr dl powerpicc catheter w/ t-lock assembly and tps stylet. A gross visual inspection of the returned unit found that a white foreign material (fm) was present on the proximal end of the purple luer hub. A powder like residue was also observed on the proximal end of the t-lock septum; however, it was likely that the material on the septum was use residue. Microscopic inspection of the fm on the luer found that the material had a mostly smooth surface with some wrinkling around the edges where it covered the edges of the luer threads. The color and texture of the fm had some resemblance to the material used to create the print on the catheter extension tubing and suture wing. The material on the luer was probed with tweezers. The material was solid, but could be removed from the surface of the luer when enough force was applied, indicating that the fm was not ingrained in the luer. The features observed suggested that the fm was a type of liquid which had hardened on the luer. The resemblance of the fm to the material used for the print on the catheter made it likely that the fm was introduced during device manufacture. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a white foreign object attached to the catheter hub, so it was discontinued. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.